Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range impedance measurements for its left ventricular (lv) lead. Technical services (ts) was consulted and discussed stored data as well as available programmed settings. This lv lead remains in service. No adverse patient effects were reported.